Manufacturer narrative:
The device was not returned for analysis. A review of the lot history to identify manufacturing nonconformities issued to the reported lot could not be performed as the part/lot number are unknown. Based on the available information, the reported hospitalization was a result of case specific circumstances as the patient was hospitalized and underwent mitral valve replacement surgery. Based on the limited information available, a cause for the reported surgery cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned as it was retained by the hospital. A follow-up report will be submitted with all additional relevant information. The additional unk mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report mitral valve replacement. It was reported that on an unknown date, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted, reducing mr to a grade of <1. On (B)(6) 2020, mitral valve replacement was performed. It is unknown why mitral valve replacement was needed. No additional information was provided.